Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported there was a suspected overdischarge. The rep reported a surgical replacement of a rechargeable battery to a primary cell battery due to potential for noncompliance. The battery was going to replaced and the pocket moved to the other side of the body. The rep wanted to know the surgical supplies needed. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient lost a significant amount of weight and the battery flipped. The patient could not charge the battery due to the flipping and the battery being deeper. The replacement was scheduled for (B)(6) 2019. No further information was reported.